Event description:
It was reported that during central processing, the prograsp forceps instrument jaws were found to have slight unevenness. There was no report of patient involvement.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. For clarification, the grips were misaligned because the instrument was found to have the grip pin dislodged at the distal end. The root cause of the dislodged instrument grip pin is attributed to manufacturing. Failure analysis found the primary failure of a dislodged grip pin to be related to the customer reported complaint. A review of the instrument log for the prograsp forceps instrument (pn# 420093-14 lot# n11210322-444) associated with this event has been performed. Per logs, the instrument was used on the reported event date of (B)(6) 2021 on system (B)(4) for approximately 13 minutes. The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not reveal any related complaints involving this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis confirmed the instrument's grip was dislodged with no evidence of user mishandling/misuse. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together. The pin is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.